Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware error. At the time of the call, dexcom technical support advised patient to reset device. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.